Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging cancer, dryness of the mouth. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experience cancer, dryness of the mouth. The reported event of cancer, dryness of the mouth and its reported severity was reviewed by the manufacturer's clinical expert. No medical intervention/treatment or additional information was reported. Based on information available at the time of this review, there is insufficient evidence to pronounce a serious injury. The manufacturer also received information that he has had cancer in the past and is worried about the toxic carcinogenic effects associated with using the recalled device. They did not allege that the previous cancer they had was caused by the device, therefore this reported information is unrelated to the device. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section b7 updated. Section h1 has changed to reflect a malfunction. In section h6- health effect-clinical code 3262 was captured incorrectly, which was added in section b7. Section h6 health effect-impact code, type of investigation, investigation findings and investigation conclusions have been updated.